Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. The patient was on eliquis up until 45 days post implant, then aspirin 81mg and plavix until 6 months and then only aspirin 81mg after that. The 45-day follow-up transesophageal echocardiogram (tee) performed on (B)(6) 2020 was within normal limits. The 1-year follow-up computerized tomography (CT) scan performed on (B)(6) 2020 identified a laminar, non-mobile, device related thrombus between the threaded insert on the face of device and the limbus. The thrombus was mildly biased toward the limbus. Anticoagulation therapy is expected to resume and a follow-up tee will be performed in a few months. The patient is currently asymptomatic.